Event description:
It was reported that the compressor went stand-by during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#:(B)(4).

Manufacturer narrative:
A user reported that the compressor did occasionally go into standby mode during pre-use check. A field service engineer concluded that the standby valve had issues and replaced it. The faulty part that was replaced was sent back for further investigation. Simulated use testing of the received standby valve could reproduce the compressor to alternate to and from standby. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. If the reported failure happens during ventilation, the consequence would be in worst case stop of ventilation. If oxygen gas is connected to the ventilator, the consequence would be a high o2 concentration to patient. Both conditions will trigger the connected ventilator and compressor to generate alarms. The cause of that the compressor occasionally go into standby mode is a leakage in the valve piston resulting in wrong pressure measurement in the compressor.